Event description:
It was reported that when the clinician removed the tubing the pump module, the safety clamp on the tubing did not engage. It was noted the medication then free flowed into the patient. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Omit : b17 device not returned, c20 no findings available. Correction : concomitant med prod data. Additional information: device available for eval? Returned to manufacturer on, device return to manuf .? Device eval by manufacturer? If other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that when the clinician removed the tubing the pump module, the safety clamp on the tubing did not engage. It was noted the medication then free flowed into the patient. There was patient involvement but impact is unknown.